Manufacturer narrative:
Initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: visual analysis of the returned catheter revealed reddish material inside the pebax and a hole on the surface of the smart touch bidirectional sf. Magnetic sensor functionality test was performed, in accordance with bwi procedures. The catheter was working correctly, and no force issues were detected during the analysis. However, the hole at the pebax with reddish material inside it could be related to the magnetic sensor issue. A manufacturing record evaluation was performed for the finished device 30648179l number, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. On other hand, regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax with reddish material inside. The finding was identified on 13-feb-2022. It was initially reported that the catheter displayed an error 105 (magnetic sensor error). The error occurred after approximately 30 minutes since the catheter was inserted into the cardiac cavity. The cable was changed but the issue persisted. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. Magnetic sensor error is not MDR-reportable. Hole in the pebax is MDR-reportable.